Manufacturer narrative:
Correction: a2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the placement of a mesh during a procedure for cure of eventration in the right iliac fossa, wherein eventration with a two-centimeter neck was confirmed by ultrasound. Over the course of several months, the patient's condition deteriorated, resulting in walking difficulties, a feeling of heaviness and diffuse pain in the stomach, tingling in the limbs, tremors, and weakness in the legs. The surgeon noted there could be a deleterious effect due to diffusion of toxic toxins from the implantedmaterial.

Manufacturer narrative:
Correction: d6a (implanted date), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the placement of a mesh during a cure of eventration procedure in the right iliac fossa, a swelling appeared in the right pit after significant efforts. Ultrasound confirmed eventration with a 2cm neck. Pain was associated with the eventration, and there was a clinical concern regarding the risk of strangulation. Over the course of several months, the patient's condition deteriorated, resulting in walking difficulties, a feeling of heaviness and diffuse pain in the stomach, tingling in the limbs, tremors, and weakness in the legs. There was an allegation of a deleterious effect due to diffusion of toxic toxins from the implanted material. Clinical examination was performed at entry and remained unchanged since the last consultation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.